Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Per service manual, the fse replaced motor control board. The fse then performed functional testing and safety checks to meet factory specifications. The iabp passed testing, was returned to customer, and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Details: (B)(6).

Event description:
A getinge field service engineer (fse) reported that during preventive maintenance (pm) the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails # 51 message. There was no patient was involvement or adverse event reported.